Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed device data insufficient to obtain battery status. It was confirmed that brady therapy remained available. Elective replacement indicator (eri) and end of life (eol) were not triggered. After analysis it was determined that the battery was not performing as expected.

Event description:
It was reported that minute ventilation (mv) was disabled due to inappropriate reading of patient's atrial tachyarrhythmia. The device programmed to vvi and accelerometer was on. The device was explanted due to elective replacement indicator (eri) and was returned for analysis. No adverse patient effects were reported.